Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 (mg/dl). A manual injection was delivered to address bg levels. A review of pump history showed no alarms or alerts. Customer later reported bg levels decreased to 256 (mg/dl). Recommendation was made to consult with health care provider to discuss diabetes management.